Manufacturer narrative:
Date of event and UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bad display and was leaking from the plastic. Patient involvement is unknown.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a cracked enclosure and tank cover, liquid crystal leakage in lcd, and outdated printed circuit board (pcb) and power switch. The complaint was confirmed as during functional testing the device was leaking and part of the liquid crystal display (lcd) was black. The root cause was due to impact on the front of the device damaged the lcd and the leaking was from a crack near the drain fitting. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received via email. There was no event date provided. No patient involvement. The problem of the device was found during routine semi annual maintenance.